Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets had failed. A field service engineer reseated the bus and row board cables, popped out the pockets, cleaned the row board trays, and reseated the connections. The engineer then ran the hardware test application (hta) diagnostic and tested the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed drawer. User tried to reboot twice but some pockets was just showed gray on the cubie map and pocket not released. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.